Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 5540030, 510k# k113174 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a surgery, in which screw replacement and fusion for extending the rod was performed. The reported set screw was implanted in this surgery. On an unknown date, post-op, the set screw on the left of s1 backed out again. Hence, on (B)(6) 2019, set screw replacement was performed. Screw was inserted additionally at iliac. Explanted set screw was handed over to the patient.